Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had an intermittent monitor screen and displayed an error 226 on the screen. The issue was found during inspection for use. There were no reports of patient involvement.